Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the operator opened the package containing the ngage nitinol stone extractor and checked the basket prior to use. While testing, the basket could not be closed. This observation was made prior to patient contact. The device was not used.

Manufacturer narrative:
Investigation - evaluation. Visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation returned in closed position, with a 2-mm gap. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test noted the handle opens the basket formation, but the basket formation does not close completely. The handle was disassembled, the basket formation can be manually actuated to the open and completely closed positions. The support sheath and basket sheath are still attached. The handle was reset and reassembled and found to function as intended. The device history record was reviewed and found there were no non-conformances associated with the reported failure mode. A review of complaint history revealed two additional similar complaints with the lot number 8178827. The complaints have all been received from the same customer. The instructions for use (IFU) provides the following relevant information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls are in place in manufacturing to assure device functionality prior to shipping. Based on the provided information a definitive cause for the reported issue could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation - evaluation. Visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation returned in closed position, with a 2-mm gap. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test noted the handle opens the basket formation, but the basket formation does not close completely. The handle was disassembled, the basket formation can be manually actuated to the open and completely closed positions. The support sheath and basket sheath are still attached. The handle was reset and reassembled and found to function as intended. The device history record was reviewed and found there were no non-conformances associated with the reported failure mode. A review of complaint history revealed two additional similar complaints with the lot number 8178827. The complaints have all been received from the same customer. The instructions for use (IFU) provides the following relevant information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls are in place in manufacturing to assure device functionality prior to shipping. Based on the provided information a definitive cause for the reported issue could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.